Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive steerable sheath was selected for use. The physician prepared the equipment as usual and performed the transseptal puncture using the faradrive sheath. After the puncture was completed, he advanced the dilator through the septum, but when trying to pass the sheath over the dilator, the sheath wouldn't go through. The physician applied force and bent the sheath, but it still wouldn't pass. Thus, the sheath was removed from the patient and examined its distal tip to check for any issues, but everything appeared normal. It was decided to switch to a different sheath, as this same issue occurred before. A sheath from a different batch was used, and it passed through the transseptal puncture immediately upon insertion. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (retained).